Manufacturer narrative:
Patient identifier - requested but not provided. Age and date of birth - requested but not provided. Sex - requested but not provided. Weight - requested but not provided. Ethnicity - requested, information not received. Race - requested, information not received. Implanted date: device was not implanted. Explanted date: device was not implanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that there was a kink in the sheath. The following information was provided by the user facility: when the locator was inserted into the insertion sheath, resistance was felt. The sheath was observed and a kink in the tip of the sheath was found. It was reported that hemostasis was successfully achieved by another product. The physician had completed the training process on the device prior to this case. The puncture site was distal to the inguinal ligament of the right common femoral artery. The size of the sheath ancillary used was 8 fr. It was reported that there was no health damage to the patient.

Manufacturer narrative:
Ethnicity - requested but not provided; race - requested but not provided; the evaluation of the actual device could not be conducted due to the device not being returned.